Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged an issue with pump calculation when trying to deliver a bolus resulting in patient bg to rise to 497 mg/dl without any symptoms. The hcp states that the pump is not calculating enough for boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: during investigation, the pump powered on with the verify screen and with audible and vibratory sounds. During testing, the ezprime sequence was successfully completed. Pump was exercised for 24 hours with no warnings occurring during testing. Units remaining were correctly calculated and written to the pump history. For the investigation, an ezcarb bolus was performed with 20g carbs and I:c at 1u:10g; the pump correctly calculated a 2.0u bolus; ezbg bolus was performed with settings: actual bg: 165, bg target: 120 and isf: 15mg/dl. The pump and the test pump correctly calculated a 3.0u bolus. The pump successfully passed a 29 hour flow accuracy test. The issue of incorrect calculation of boluses was not able to be duplicated during testing.